Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analyst noted that the helix is bent and no further helix testing is possible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix on the right ventricular lead would not extend after having been extended and retracted one time. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.